Manufacturer narrative:
Concomitant medical products: product ID: 97755; serial#: (B)(4); product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported having problems charging the ins. Pt stated the controller keeps telling pt to keep moving the paddle and it will not connect or find the ins at all since a couple of months but getting worse - pt stated they could not connect at all over the past weekend. Pt added that the ins is randomly shutting off. Pt will notice it is off when they felt more pain in their legs. Pt will check the controller and it will show stim is off. Pt thought it was because they were carrying the controller in their purse and thought the on / off button was getting pressed to turn stim off. Pss suggested that pt have the ins checked. Pss is sending a request to repair team for the rtm cord.

Manufacturer narrative:
Concomitant medical products: product ID: 97755; serial#: (B)(4); product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported having problems charging the ins. Pt stated the controller keeps telling pt to keep moving the paddle and it will not connect or find the ins at all since a couple of months but getting worse - pt stated they could not connect at all over the past weekend. Pt added that the ins is randomly shutting off. Pt will notice it is off when they felt more pain in their legs. Pt will check the controller and it will show stim is off. Pt thought it was because they were carrying the controller in their purse and thought the on / off button was getting pressed to turn stim off. Pss suggested that pt have the ins checked. Pss is sending a request to repair team for the rtm cord.